Manufacturer narrative:
Hemorrhagic infarction was covered under MFR # 2916596-2022-00112. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for facial twitching and subtherapeutic international normalized ratio. The patient was having flows registering as "---." The patient had an inr of 1.9 and ldh 196. The patient was continued on warfarin 2.5mg daily. The patients volume status was assessed and have yet to resolve. The cause of the facial twitching was found to be due to both a previously reported hemorrhagic infarction on (B)(6) 2022 and a brief right central and posterior focal electrographic seizures that was treated with increased dose of keppra. An echocardiogram showed a left-ventricular internal dimension diastole of 6.9 cm, with a moderately dilated left atrium, severely dilated right atrium, and a mildly dilated right ventricle with moderately to severely reduced systolic function.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure, neurologic dysfunction, hypovolemia, as well as the patient¿s subtherapeutic international normalized ratio (inr) could not be conclusively established through this evaluation. The submitted log file contained data from 08mar2022 through (B)(6) 2022. Instances of flow blanking were recorded throughout the file, per design. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii lvas. Section 4 of the IFU, "system monitor", states that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays '+++' or '---'... This prevents the display of inaccurate flow information." Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also lists neurological dysfunction and hypovolemia as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.